Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an issue where multiple facilities kept opening multiple windows of the bd application. A technical support specialist (tss) informed the customer that having multiple load forms is common after review and typically does not cause conflicts when issuing medication from the cabinet. Further, the tss informed the customer that they would need a live example where a nurse experiences difficulty issuing medication due to multiple forms. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple facilities encounter an issue where the bd application opens several windows whenever they attempt to issue medication. The customer stated that this malfunction occurred while dispensing the medication and they were unable to issue the medication. There were no adverse events or injuries reported based on this event.